Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had no ultrasound image and there are spots on the endoscopic image. There were no reports of patient harm.

Event description:
It was later reported that the event occurred during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to: b5, d8, and h4. Based on the results of the investigation, the reported phenomenon of no image and spot on the endoscopic image could not be presumed and a root cause could not be determined since the device was not returned. Olympus will continue to monitor field performance for this device.